Event description:
I had a mona lisa touch procedure done on (B)(6) 2020 and one week later began to have severe pain with urination, a painful urge to urinate that did not go away and severe pain in the vulva area. I could not get in to see my gynecologist until (B)(6) 2021. Prior to that my primary prescribed antibiotics and an anti-fungal cream which had no effect. On (B)(6) my doctor told me I had lichen sclerosus. I was prescribed clobetasol propionate to treat it. I understand that this corticosteroid therapy can cause further thinning of the skin. I decided to see a uro-gynecologist for the pain in my urethra. I am now on the medication myrbetric, 25 mg per day. I am also having to see a pelvic floor physical therapist. I have gone from having some issues with the vulva and vaginal area to being much worse off and all these issues began after the mona lisa touch treatment on (B)(6) 20. My new doctor did a biopsy on (B)(6) 2021 because the tissue around the vulva looks different. It turned out to be benign, but it was annoying and very painful. This area did not look like that before. Per the mayo clinic: "the cause of lichen sclerosus is unknown. An overactive immune system or an imbalance of hormones may play a role. Previous skin damage at a particular site on your skin may increase the likelihood of lichen sclerosus at that location." Since the laser treatment, sex is too painful, painful urinary retention and I understand I have a greater risk of squamous cell carcinoma. Boy, did I make a life mistake. FDA safety report ID # (B)(4).